Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt electric shocks at the right side of her body during an acupuncture session, and also when she uses metal accessories as glasses, earrings, and necklaces. The patient would be willing to be contacted for follow up about this event. The following medications were noted: muscle relaxant, omeprazole, entacapone, pramipexole, venlafaxine, diazepam, and prolop. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.